Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device migration/ malposition') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: *essure confirmation test(s) conducted, specify - yes. Results of confirmation test: malposition. On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (ablation and hyst. (Partial) (interpreted as partial hysterectomy)). Essure (ess205) was removed on (B)(6) 2008. At the time of the report, the device dislocation and dysmenorrhoea outcome was unknown and the menorrhagia, pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, menorrhagia and pelvic pain to be related to essure (ess205). Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received. New events- "pelvic, abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), device migration/ malposition" were added. Outcome of events, "pain, bleeding" were changed to "recovered/resolved". New reporter contact information was added. Patient's information and demographics were added. Product information was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device migration/ malposition') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: *essure confirmation test(s) conducted, specify - yes. Results of confirmation test: malposition. On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (ablation and hyst. (Partial) (interpreted as partial hysterectomy)). Essure (ess205) was removed on (B)(6) 2008. At the time of the report, the device dislocation and dysmenorrhoea outcome was unknown and the menorrhagia, pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, menorrhagia and pelvic pain to be related to essure (ess205). Most recent follow-up information incorporated above includes: on 14-jul-2020: mr received-case become medically confirmed. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device migration/ malposition') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: *essure confirmation test(s) conducted, specify - yes. Results of confirmation test: malposition. On (B)(6)2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (ablation and hyst. (Partial) (interpreted as partial hysterectomy)). Essure (ess205) was removed on (B)(6)2008. At the time of the report, the device dislocation and dysmenorrhoea outcome was unknown and the menorrhagia, pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, menorrhagia and pelvic pain to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.